Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box and alarm history showed one call service cs 064 alarm with occlusion. During testing, the pump performed the rewind, load and prime steps successfully and was exercised pump for 24 hours with no call service alarms emitted. The pump was opened and there was no evidence of corrosion or damage on motor flex connector. The complaint of a call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.